Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with abdominal wall hernia thereby underwent laparoscopic assisted with implant of ventralex mesh. Per op notes, ¿a large ventralex mesh was placed and secured in position with protacks.¿ (B)(6) 2016 ¿ patient was diagnosed with seroma thereby underwent incision and drainage of wound. Per op notes, ¿slowly healing and poorly healing wound was identified. Some necrotic tissue war debrided and all the previous sutures were removed. The seroma was seen posterior to mesh was drained.¿ (B)(6) 2016 ¿ patient underwent CT-guided aspiration of postoperative fluid collection.¿ (B)(6) 2017 ¿ patient was diagnosed with abdominal wall abscess, infected mesh and recurrent hernia thereby underwent open repair with the removal of mesh. Per op notes, ¿chronically inflamed and fibrosed tissue planes were removed where infected seropurulent seroma was identified. The infected mesh was closely associated with the seroma was removed.¿